Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 23, 2021 - february 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed leak inside a green bag that contained the sample. The leak was due to detached tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the detached tubing at the junction of flow restrictor could not be determined; however, the most probable cause was due to product handling or manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked from the unspecified location. The device was filled with 13500mg piperacillin/tazobactam in 240ml buffered sodium chloride. The issue was identified before use. There was no patient involvement. No additional information is available.